Manufacturer narrative:
Customer replaced the reagent probe b. Customer technical support (cts) had the customer check and tighten the fittings at the reagent probe and syringe. A field service engineer (fse) was dispatched on (B)(4) 2011 and located the leaking probe b during prime. The fse replaced the a/b valve and probe b and the probe was no longer leaking during priming. The fse observed both probes (a and b) were leaking when controls were being run. The fse also indicated that the probes were also slightly leaking when probes were at home. A fse revisited the following day ((B)(4) 2011) and replaced the bubble generator and the a/b valve. The fse also found nine (9) cracked cuvettes and were replaced.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the reagent probe b collar wash onto the drip tray located in the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.